Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a missing battery door. There was no evidence in the event history log. Functional testing was unable to verify an unknown issue; however, it was revealed the device had a faulty dso sensor, noisy motor, and an over limit rtc battery. Additionally, the device failed the flow accuracy test. The rtc battery, motor, dso sensor, and battery door were replaced and the expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was returned for an unknown issue there was unknown patient involvement.